Event description:
It was reported that the power module screen was blinking red and the revolutions per minute read 0. Switching to another power outlet resolved the issue. It was reported there was no audible alarm during this event. Related manufacturer reference number: 2916596-2024-00777, 2916596-2024-00776.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had been admitted for nausea and lethargy. The system monitor displayed 0 rpm; however, there was still flow and other parameters present. The log files did not reveal any issues with the pump during this event as speed, flow, power, and pi were within the patient's baseline values. The low flow alarms occurred at home intermittently but was not hemodynamically significant. There were no patient symptoms. Log files were submitted for review and captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. There did not appear to be any type of mechanical circulatory equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue.

Manufacturer narrative:
D1: brand name corrected. D3: manufacturer contact corrected. D4: catalog and UDI number corrected. G1: manufacturer contact corrected. Manufacturer¿s investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024. It was noted that during the alarms the average pi was elevated, to values ranging from 9.1 ¿ 11.4. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2024 through (B)(6) 2024. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.